Manufacturer narrative:
On oct 23, 2023, additional information was received indicating the patient underwent device removal on (B)(6) 2023. The patient also reportedly experienced bilateral capsular contracture baker grade ii (l) and baker grade iii (r) along with granuloma on the right side. On oct 31, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 14, 2023, additional information was received identifying the patient's device information as mentor memorygel breast implants 275cc, lot numbers 6009405 and 5980275. It was not specified which is the impacted product and which is the concomitant. On sep 28, 2023, two devices were received for evaluation. Both were received damaged. As a result, both will be conservatively reported for rupture. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-11886 for contralateral side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced rupture on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2023.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to be ruptured and it was received incomplete. In addition, an area of shell abrasion was observed at the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).